Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch MFR report# 2916596-2016-02341. (B)(4). Approximate age of device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by the vad coordinator that the patient was 1a on the transplant list due to repeated gastrointestinal bleeds. The patient received a transplant on (B)(6) 2017. The pump was disposed of and will not be returning for evaluation. The patient had been admitted on (B)(6) 2016 with hematocrit (hct) of 21.6. The patient was discharged on (B)(6) 2017 with hct of 23.5. On (B)(6) 2016, an upper endoscopy showed normal esophagus, normal stomach without bleeding and normal examined duodenum. The following day, a colonoscopy showed blood with clots throughout the colon with no active source of bleeding identified. In addition, scattered diverticula without bleeding, or evidence of recent bleeding was confirmed. No hemorrhoids on retro flexion. On (B)(6) 2016, a capsule endoscopy revealed multiple streaks of blood and small arteriovenous malformation (avm) seen in mid-distal small bowel. The patient was transfused with an undetermined amount of packed red blood cells during the admission of (B)(6) 2016. The quantity of units was not reported because the lvad coordinator did not have record of the exact quantity.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.